Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to hospitalized, the customer experienced high blood glucose levels, along with vomitting. Nothing further was reported.